Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to applied external stress by hitting/dropping distal end during handling, which caused the suggested event. The event can be detected/prevented by following the instructions for use (IFU) sections which state: important information ¿ please read before use warnings and cautions: warning do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. IFU (operation manual) states about inspection of insertion section as follows: 3.2 inspection of the endoscope 3. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, holes, sagging, transformation, bends, adhesion of foreign bodies, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the distal end cover was cracked. The following non-reportable malfunctions were found during the device evaluation: the engage function of the angulation knob is loose, the angulation does reach the standards. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera duodenovideoscope was sent in for a health check with no complaint alleged. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: the distal end cover was cracked. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.